Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with vnus tubing kit x15. The customer states that the tubing was clogged. The tubing does not have a hole to fill the tumescent.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.